Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high lead impedance readings were obtained during a routine generator revision surgery to address end of service. When the new generator was connected to the existing leads and systems diagnostics were performed, an impedance value of >10,000 ohms were obtained. The lead was removed from the generator, the generator was checked for any debris, and the pin was re-inserted. This was performed 3 times and each time, the high lead impedance readings were obtained. The lead pin was confirmed to be fully inserted. A test resistor was placed on the generator and generator diagnostics were performed which gave an impedance value of 3289 ohms confirming that the generator is functioning properly. No x-rays were taken prior to the surgery. The surgeon was not able to visualize any issues with lead, however, the entire device (lead and generator) were explanted and replaced as all troubleshooting efforts did not resolve the high lead impedance. Good faith attempts to obtain add'l info have been unsuccessful to date. The explanted lead and generator were returned to the MFR and product analysis is currently in process.